Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when attempting to connect the size 1 epi to the global unite size 10 stem, the two implants would not connect due to a mismatch of the stem and hole used to connect the 2 implants. The implants were then removed from the field and two new implants were presented to the field. There was no delay in surgery and the implants on this report were never implanted in the patient. Doe: (B)(6) 2021, unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor. Complaint (B)(4) was escalated to (B)(4) as although the parts were deemed acceptable, the alignment and skill required to mate the parts together requires further investigation. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a review was completed of the device history record (DHR) and operations management system (oms) for the following: product code 110010100, work order (B)(4) was manufactured on 15-apr-2021. All raw materials met specification. (B)(4) parts were manufactured to specification. 2 parts from this lot were scrapped: scrap code a495: this concerns ¿stem height. There is no correlation between this scrap reason and the failure mode of the complaint. There were no non-conformances associated with this lot. There was no material reprocessing reports (mrr) associated with this lot.